Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: jones, c. Et al (2021), endplate volumetric bone mineral density is a predictor for cage subsidence following lateral lumbar interbody fusion: a risk factor analysis, the spine journal, vol. Xx (xx), pages 1-29 (USA). The aim of this retrospective cohort study is to identify risk factors for subsidence in patients undergoing standalone llif as well as llif with posterior screws. Between 2014 to 2019, a total of 347 patients with 567 levels (174 male and 173 female), with a mean age of 61.7 ± 11.1 years, were included in the study. All patients underwent lateral lumbar interbody fusion (llif) utilizing either the cougar system (depuy spine inc., raynham, ma, USA) or the competitor device. The mean follow-up period was unknown. The following complications were reported: in an unknown number of patients, subsidence was observed in 160 levels (28.2%). Grade I subsidence was measured in 124 levels (21.9%), grade ii was noted in 24 levels (4.2%), and grade iii in 12 levels (2.1%). 1 patient with subsidence underwent reoperation. 19 out of 175 patients, who had at least 1 year of follow-up from their index surgery, underwent reoperation surgeries at the level of their index procedure. The most common causes of reoperation included continued pain for 9 patients (47%), peripheral neuropathy for 4 patients (21%), and superficial infection for 3 patients (16%). This report is for an unknown depuy spine cage. This report is for (1) unknown cage/spacer. This report is 3 of 3 (B)(4).